Event description:
Pt was revised to address tibial and femoral loosening. Poly wear and osteolysis were also discovered intraoperatively.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported info based on the lack of the products to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.